Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Nine days after the sensor was inserted, the patient had a skin reaction with pimples under the entire sensor patch area. He spoke with the diabetology doctor on (B)(6) 2021 who advised him to stop using the sensors and prescribed unspecified antibiotics and a topical corticosteroid (momegalen - mometasone furoate). At the time of the report that patient stated that he was still using the sensors. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Nine days after the sensor was inserted, the patient had a skin reaction with pimples under the entire sensor patch area. He spoke with the diabetology doctor on (B)(6) 2021 who advised him to stop using the sensors and prescribed unspecified antibiotics. At the time of the report that patient stated that he was still using the sensors. No additional patient or event information is available.